Event description:
It was reported that the patient's left hip was revised due to severe wear of the trunnion and notching on the medial side of the stem caused by the shell. Intra-operatively, metallosis was noted. The stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner.

Manufacturer narrative:
Reported event: an event regarding damage involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product remains implanted.  -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: event confirmation: the revision can be confirmed. The trunnion wear can be confirmed. The neck notching can be confirmed. The metallosis can be confirmed. Root cause: the root cause cannot be confirmed. The likely root cause would be related to the lfit recall. Examining the lot numbers of the implants in question may answer this question. The assertion that the event was caused by impingement of the neck/trunnion on the acetabular shell is unlikely. This may be confirmed by examining the liner/shell or perhaps from the intraoperative notes. More likely the head was tipping and wearing the neck infero-medially. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  -complaint history review: there have been no other similar events for the reported lot.  Conclusion: the event of damage involving the shell cannot be confirmed. A review of the provided medical records by a clinician indicated: the assertion that the event was caused by impingement of the neck/trunnion on the acetabular shell is unlikely. This may be confirmed by examining the liner/shell or perhaps from the intraoperative notes. More likely the head was tipping and wearing the neck infero-medially. Further information such as device return and operative reports are required to confirm the event and establish a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised due to severe wear of the trunnion and notching on the medial side of the stem caused by the shell. Intra-operatively, metallosis was noted. The stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner.